Event description:
Patient had reportedly complained of malfunctioning insulin pump with recurrent dka (diabetic ketoacidosis). Expired with dka. Called tandem multiple times for pump interrogation and they have no followed up.